Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins did not successfully mate with the connector resulting in a gelled belt. The root cause of the bent pins cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's sister contacted zoll customer support to report that the pt's electrode belt released gel. The pt's sister also reported that she was unable to properly connect the belt to the monitor, and there appeared to be bent pins in the belt's connector. The pt was provided with a replacement electrode belt.